Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release the valve sunk low into the left ventricular outflow tract (lvot). A transesophageal echocardiogram (tee) showed mild paravalvular leak (pvl) but angiography indicated the pvl was moderate-severe. A snare was used in an attempt to pull the valve slightly higher but was unsuccessful. A second valve was successfully implanted valve-in-valve at a higher depth. A post-implant balloon aortic valvuloplasty (bav) was performed but moderate pvl was still noted. No further intervention was performed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.